Manufacturer narrative:
Additional information: mfg date provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motor battery charger output and inverter battery chargers output were higher than specified. To restore functionality, the three chargers were replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that during pm the charger boards were out of range. No patient present.

Manufacturer narrative:
The battery charger boards was returned to the manufacturer for analysis. Analysis found that board 1 failed output testing with +29.45vdc higher than normal. All the leds lit, but failed visual inspection with leaky capacitors and unclean/poor soldering on pcba surfaces. Board 2 also failed with +29.45vdc and +27.50v dc higher than normal for no load and minimum load respectively. All the leds lit, but failed visual inspection with leaky capacitors and unclean/poor soldering on pcba surfaces. The pcba board failed output testing with higher than normal voltage. All the leds lit, but failed visual inspection. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.